Event description:
Customer reportedly obtained results of 58mg/dl and 119mg/dl on the aviva system within 10 minutes. An additional comparison reports results of hi (greater than 600 mg/dl) and 57 mg/dl on the advantage system within 10 minutes. Customer ate 2 glucose tablets after the result of 57mg/dl. No adverse event reported due to these results. Requested return of suspect system and replacement was sent.